Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, on (B)(6) 2015, patient had a right total hip arthroplasty. Patient received a profemur® long cobalt chrome modular neck (phac1224) and a profemur® z femoral stem made of titanium alloy. On (B)(6) 2020 due to the failure of the device, patient's device was surgically removed by jakub tatka, m.d., at new york presbyterian lawrence hospital in bronxville, ny in a surgical procedure commonly called a "revision." During her revision surgery, dr. Tatka noted "metallosis and corrosion changes on the taper of the neck and body of the stem taper" and excised metallosis and a pseudotumor. Due to the failure of her profemur® total hip system, dr. Tatka needed to remove the well-fixed femoral stem. Patient has also sustained pain. The cup and liner have not been indicated in the report to be microport products . The cup, liner and head have not been indicated as revised components.